Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 300 mg/dl and 100 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva plus test strips, lot number - unknown (B)(6) - spirit comb, serial number - unknown.